Event description:
A customer reported that the probe on coulter act diff2 hematology analyzer had been leaking after each run leaving a big drop of reagent under the probe. The leak was contained within the instrument and the operator was wearing personal protective equipment consisting of gloves and a lab coat. There was no impact to patient results, and no exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment associated to this event and the operator did not seek medical attention. Msds was reviewed, and there is an exposure control or risk management plan in place at the facility. A beckman coulter field service engineer found diluent was intermittently leaking from rinse block and replaced valves and probe. The engineer also replaced lamp to address low lamp voltage. The service activity performed was verified per established procedures, and the results met the published performance specifications.

Manufacturer narrative:
(B)(4).